Event description:
It was reported that the patient had an alleged pressure ulcer. There was patient involvement; however, no clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental report submitted to indicate that the customer did not record the serial number of the unit, therefore no evaluation could be performed. However, there was no allegation of a product malfunction related to this alleged event. Customer did not record serial number of unit.

Event description:
It was reported that the patient had an alleged pressure ulcer. There was patient involvement; however, no clinically relevant delay in treatment was reported.